Event description:
It was reported that the ilet user, new to the insertion process, went through three infusion sets during a supply change and struggled to pull back on the pinch area correctly, resulting in infusion sets deploying incorrectly. No reported symptoms or adverse health effects or alarms. Outcomes included product replacement authorization and user education. Investigation included troubleshooting and education on correct infusion set deployment and connector attachment. Investigation of this case revealed use-related error during infusion set handling leading to improper deployment or connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique.